Event description:
It was reported that black flaky material was noticed on a cleaning brush during the cleaning of a wire collet. No adverse event was associated with the device.

Manufacturer narrative:
Additional information will be submitted once the device is received and evaluated.